Event description:
Customer reported two drill bits were broken during use. Contact with hosp revealed that a lateral incision was made to retrieve all broken pieces. She reported that no pieces were left in the body and that although a 20 min delay occurred, no pt injury had resulted.